Event description:
Approximately 5 months post index procedure the patient was rehospitalized and target lesion (distal rca <(>&<)> distal lad) CABG was performed due to thrombosis. The CABG was successful. The investigator indicated that the reported event was unrelated to the study device.

Event description:
It is reported that a definite late stent thrombosis and a myocardial infarction (mi) occurred approximately 4. 5 months post index procedure. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported mi event was unrelated to the study device.

Event description:
The endeavor sprint drug eluting stent implanted during the index procedure was implanted in the lad. The previously reported CABG was performed on the lima and rca. The previously reported stent thrombosis approximately 4.5 months post index procedure occurred in the lad. Investigator indicated that the event was definitely related to the study device.

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted. Three weeks later during a staged procedure the patient had 2 endeavor sprint rx drug-eluting stent implanted to the mid rca. Approximately 4 months post index procedure the patient was rehospitalized. Definite stent thrombosis of the lad is reported to have occurred. Angiography confirmed target lesion (mid lad) exhibited >=70% stenosis. The patient had stopped taking clopidogrel per protocol a few days prior to the reported event. The investigator indicated that the reported event was definitely related to the study device.

Manufacturer narrative:
(B)(4): inherent risk of procedure (myocardial infarction and stent thrombosis).

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent thrombosis).